Manufacturer narrative:
The serial number of the accu-chek inform ii meter is (B)(4). The customer stated that qcs were in range on the day of the event. The meter and test strips (2 vials) were received for investigation and were tested using retention controls. Investigation results: control ranges: level 1: 30-60 mg/dl; level 2: 261-353 mg/dl. Vial #1 results: level 1 ¿ 44, 44, and 44 mg/dl; level 2 ¿ 305, 299, and 304 mg/dl. Vial #2 results: level 1 ¿ 44, 44, and 44 mg/dl; level 2 ¿ 304, 302, and 304 mg/dl. The investigation determined that all of the results were within acceptable range. On a regular basis, accu-chek inform test strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter's log file was inspected. The investigation determined there were no hardware or software issues that would lead to a measurement discrepancy. The meter was disassembled for further investigation; there was no damage or contamination observed. The investigation is ongoing.

Event description:
We received an allegation of questionable glucose results from one patient tested with an accu-chek inform ii meter when comparison testing was performed. The reporter questioned the low results. The meter result at 8:19 am was 27 mg/dl. The meter result at 8:22 am was 40 mg/dl. The meter result at 9:20 am was 27 mg/dl. The meter result at 9:24 am was 35 mg/dl.

Manufacturer narrative:
The investigation did not observe any strip defects; visual inspection of the returned vials showed no obvious signs of damage or contamination. The investigation verified the analysis results by testing using glycolyzed blood; all of the results were acceptable. The returned vial passed the test for vial integrity. As the primary packaging seal was acceptable for the returned vial, there is evidence to support that the returned product was appropriately sealed. The investigation did not identify a product problem.